Event description:
In process of removing a wound drain from a pt, the drain was noted to be frayed and tearing. The pt was taken back to the or for removal of the drain. No further complications reported.